Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Other product: 1646t st.jude medical lead implanted: (B)(6) 2008; (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was not "sensing" markers that should have been sensed during the ventricular tachycardia (vt) event. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) was not "sensing" markers that should have been sensed during the ventricular tachycardia (vt) event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.